Event description:
The user facility reported to that during a ventricular septal defect on a pediatric patient, after initiation of extracorporeal circulation, the arterial blood was dark. The oxygen blender was checked and adjusted, and the oxygen tubing was changed out. The situation did not improve. Po2 at the blood outlet was 85 mmhg (blood flow rate = 2 l/min, fio2 = 100%, gas flow rate = 0.6 l/min). Pco2 was in the normal range. The user was unable to determine if the oxygenator was malfunctioning; therefore, the unit was changed out to a fx25re. The unit was introduced under the low flow ventilation with a respirator. The operation was complete without further insufficient gas transfer performance. After the procedure, the user checked the blender and the tubing, and no abnormality was found. 150ml blood loss due to the change out of the unit. The device was changed out. The surgery was completed successfully.

Manufacturer narrative:
A visual inspection of the sample revealed no anomalies. Visual inspection of the fiber through the filter covering found no anomalies or irregularities in the winding. The sample was gas transfer tested, by circulating bovine blood, and its performance met specifications. A review of the device history record revealed no indication of production related anomalies, and a search of the complaint file did not find any other report of the involved product/lot number combination. The investigation results verified that the returned sample was within specification. (B)(4). Method: actual device evaluated. Method: performance tests performed. Method: visual inspection. Results: no failure detected. Conclusions: no failure detected, device operated within specification all available information has been placed on file in quality management for appropriate tracking, trending and follow up.